Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed on the patient's wrist after radial heart catheterization. The balloon delated and the patient had a bleeding incident. Another tr band was placed on the patient's wrist and no further issues occurred. There was 15 ml's of air injected into the tr band when it was applied. The tr band started to deflate less than one minute after inflation. The patient was stable and doing well. The estimated blood loss was less than 250cc. The device was not manipulated before use in any way - pre-use or during storage. The product was stored in the box that was in their temperature-controlled storage room. The device was placed underwater to see if the balloon leaked, it did not. The syringe was taken off from the connection port, and the connection port was placed underwater and was found to be leaking air rapidly. The procedure performed prior to the use of the tr band was left heart catheterization.